Event description:
This patient with unknown age, gender and weight underwent a (pci) percutaneous coronary intervention procedure of the mid left anterior descending. It is unknown if the lesion was a de novo. The vessel was not tortuous, but was moderately calcified. There was 99% stenosis. A guiding catheter (launcher 6f ebu3.75) was engaged to the target vessel and a guide wire (athlete gt soft types) crossed the target lesion. Pre-dilation with a balloon (quantum) was conducted. Then a cypher (3.0x23mm) was being delivered to the target lesion, but the cypher did not cross the target lesion due to the vessel calcification. Therefore, a guide wire (runthrough) was inserted and the cypher was redelivered, but the cypher could not be delivered. When the cypher was removed from the patient, the physician confirmed a sweeping curve of the shaft (location unknown) and the proximal end of stent to be flared visually. Therefore, the physician stopped using the cypher. Eventually, the physician managed to implant a taxus (3.0x24mm) and the procedure was finished successfully. The product will be returned for analysis. The physician did not indicated any anomalies prior to use. After the procedure, the physician manipulated the stent in order to reshape the stent flare. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This product is similar to us cypher stent.